Event description:
It was reported that the o2 concentration was fluctuating. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the reflector gas module was faulty and needed to be replaced. Replacement of the reflector gas module solved the issue. The anesthesia system was successfully tested and was cleared for clinical use. A complete set of device logs was received. An evaluation of the internal log shows that no alarms for high fio2 had been generated, most likely due to the upper fio2 alarm limit having been set to off. The received test log has no failing system checkouts. Despite several attempts, the replaced part has not been returned for further investigation. It is likely that the replaced part caused or contributed to the experienced event. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
Manufacturer's reference #: (B)(4).